Event description:
Pt admitted to med ctr from outside hospital with suspected rv ICD lead fracture. Rv lead found to have greater than 4000 ohms impedence. Rv lead and ICD replaced. No complications. Fractured lead may have occurred after pt fall.